Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the by a vad coordinator that the patient experienced high watt. Lysis was performed. The patient expired. More information is pending. Investigation is ongoing.

Event description:
The patient's cause of death was cerebral bleeding. It is unknown if an autopsy was performed.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption for the reported event date. Analysis of the explanted pump by the site revealed the presence of a thrombus within the pump, more specifically on the center post and the impeller. In addition, sander marks (friction marks) were noted on the rear housing of the pump and the bottom of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power can be attributed to thrombus formation within the device. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). It was reported that this patient had identified risk factors for thrombus including previous thrombosis, atrial fibrillation, and obesity.  Additional information reported underlying health conditions that could have predisposed the patient to this event included previous thrombosis, atrial fibrillation, and obesity.  From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.  It was indicated that after starting tpa, the patient had cerebral bleeding and was the cause of the patient's death.  An autopsy was not performed.  Although a definitive conclusion cannot be made, it is possible that patient comorbidities may have put him at greater risk for cerebral bleeding.  Stroke and hemorrhage are known potential adverse events associated with implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management.  Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.